Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use with bd alaris¿ smartsite¿ gravity set the IV tubing detached. There was no report of patient impact. This is the 1st of 2 occurrences. The following information was provided by the initial reporter: it was reported by customer that "IV tubing has detached at the distal end of the IV gtt chamber x 2. Once yesterday and once today with 2 different rn's."

Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h10.

Event description:
It was reported that during use with bd alaris¿ smartsite¿ gravity set the IV tubing detached. There was no report of patient impact. This is the 1st of 2 occurrences. The following information was provided by the initial reporter: it was reported by customer that "IV tubing has detached at the distal end of the IV gtt chamber x 2. Once yesterday and once today with 2 different rn's."